Event description:
Customer reported erroneous low red blood cell (rbc) results on several pt samples while using the coulter lh 780 hematology analyzer. In addition the unit lost its calibration factors. The erroneous test results were reported out of the laboratory. There was no death, injury or change to pt treatment as a result of this event. All samples were rerun and corrected reports were issued. The customer states the rbc results were slightly lower but not clinically significant. The printouts and raw date were not available for investigational review. Information was not provided as to howe may pt samples were involved. This was an ongoing issue and was resolved approximately eleven days from the onset.

Manufacturer narrative:
The field service engineer (fse) visited the account and found all the instrument's calibration factors set at default and in service mode. The calibration factors were restored and instruments performance was verified. In addition the analyzer microcontroller (amc) card in the analyzer was replaced as a precaution. The root cause for the reported issue is unk. However, it may be attributed to the amc card or due to the customer inadvertently resetting the instrument's calibration factors. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.